Event description:
It was reported that the user experienced low blood glucose events associated with use of the ilet bionic pancreas, with no specific event details provided and no device component implicated. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the impact of the event. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.